Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the low to mid 400s (mg/dl) for 2 days. Customer changed pump supplies, administered correction boluses with the pump, and administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to rotate their infusion site to a new location, and to contact their health care provider if their bg levels to not decrease.